Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and a reportable malfunction was noted where foreign material came out of the body control unit. However, the identify of the foreign material nor a definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU states the detection method in tjf-260 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-260 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, there was a large amount of water stains flowing out of the body control unit of the duodenovideoscope. There were no reports of patient involvement.